Event description:
It was reported that the procedure was to treat a eccentric lesion in the mid left anterior descending artery with moderate tortuosity and heavy calcification. The 2.5 x 15 mm tenku balloon was prepared per the instructions for use, prior to use in the anatomy. The balloon catheter was advanced without issue for pre-dilatation, and inflated; however, a balloon rupture occurred during the first inflation to 10 atmospheres (atm). The balloon catheter was removed without issue. A new tenku balloon was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.